Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display on the insulin pump. The customer also reported a crack on the battery tube side of the case, and the device labels, including the serial number and dome stickers, were reported as worn or damaged. The damage affected the insulin pump's functionality. The customer reported no adverse event. The event involved product mmt-1884. Troubleshooting was performed, including explaining the possible causes of the blank display, inspecting the battery cap and compartment for damage or corrosion, and attempting to restart the pump; however, the display did not return. The customer was advised that the insulin pump would be replaced, instructed to discontinue pump use, revert to a backup plan per healthcare professional instructions, and to place the pump in storage mode. No harm requiring medical intervention was reported. The customer would discontinue use of the device. Mmt-1884 was requested, and the customer's response was that the device would be returned.

Manufacturer narrative:
P-cap locked in place properly during testing. Proceeded with the following testing to ensure proper functionality of the unit. After battery installation unit powered on and passed the active current test and sleep current test. Unit was downloaded using thump. Using the baat tool the pump had recieved battery cycle 28.0 received the lowbatteryalert (104) on 07/23/2025 14:35:00 faster than expected at 4.61 days. Battery cycle 27.0 received the lowbatteryalert (104) on 07/18/2025 22:35:00 faster than expected at 3.57 days. Battery cycle 9.0 received the lowbatteryalert (104) on 07/08/2025 22:06:00 faster than expected at 3.74 days. Customer experienced an unexpected power loss of less than 7 days per the pump history records. Proceeded by cutting the unit open and performing a visual inspection of connectors and electronic assemblies. Per visual inspection, no moisture damage was noted, thus the unit was isolated to electronic stack due to a hardware error issue. The unit was also received with a cracked battery tube, cracked corner of belt clip rails, cracked case, cracked battery tube threads, serial number label missing, scratched case, and pillowing keypad overlay. In conclusion, the customer¿s concern of blank display/display anomaly was confirmed verified via the baat tool, isolated to the electronic stack due to hardware issues. Customer concerns of battery compartment damage and serial label damage was confirmed when a cracked battery tube, cracked battery thread, cracked case, cracked corner of belt clip rails, and missing serial label were noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.